Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call for high blood glucose. The customer¿s blood glucose was 350 mg/dl at the time of the incident. Patient's current bg: 120 mg/dl. Customers father reported that the blood glucose were elevated in the couple of last days and he would like to test the insulin pump. Customer treated for high blood glucose with insulin pump. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer is not calling back to perform an high pressure test. Customer states the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. The pump will not be returned for analysis.